Manufacturer narrative:
Visual analysis of the photographs identified: anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Later healthcare professional reported rupture. Device was explanted. This relates to the left side.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Later healthcare professional reported rupture. Device was explanted.